Event description:
It was reported that while using bd vacutainer® k2e 5.4mg plus blood collection tubes the tubes are under filling. His occurred on 10000 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: tubes don't fill correctly.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/22/2020 . H.6. Investigation: bd received 100 samples for investigation. The samples were evaluated by draw testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer® k2e 5.4mg plus blood collection tubes the tubes are under filling. His occurred on 10000 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: tubes don't fill correctly.